Event description:
It was reported that prior to starting a da vinci benign hysterectomy surgical procedure, it was noted that a frayed fiber at the articulating neck was seen on the prograsp forceps instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instruments pitch cables were derailed. The housing was removed and found one pitch cable derailed from the back idler pulley. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws were still tight. Failure analysis investigation also found the instruments main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were .077 - .148 in length and not aligned with the tube axis. The scratch and gouge damage could have been likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.